Event description:
The customer reported an erroneous beta human chorionic gonadotrophin (bhcg) result for one patient involving unicel dxi 800 access immunoassay system. The dil-bhcg result of 2187 miu/ml did not correlate with a bhcg result of 0.63 miu/ml. The patient sample was reanalyzed on an alternate unicel dxi 800 system and recovered a result of 0.61 miu/ml for bhcg and less than 1000 miu/ml for dil-bhcg. The erroneous result was released out of the laboratory and questioned by the physician. There was no patient consequence or change in patient treatment associated with this event. The customer indicated quality control (qc) was within the laboratory's expectation prior to the event but noted routine system check failed on (B)(6) 2012, after bi-weekly system maintenance. The customer repeated system check which then passed within instrument specifications. A second routine system check was performed on (B)(6) 2012 after the bhcg results were obtained and failed due to an extremely elevated washed percent coefficient of variation (%cv). There were no system errors or flags during patient sample analysis. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the system was not aspirating properly and replaced the aspirate probes, peristaltic pump tubing, and the substrate probe to resolve the issue. The fse performed routine system check, high sensitivity system check, carryover test and an assay quality control (qc) with no issues noted. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).